Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result while using the architect (B)(6) assay. The following data was provided for a known (B)(6) patient. Sid (B)(6): initial 0.53 s/co, after centrifugation the specimen was retested on a second analyzer: 9.98 s/co, 10.04 s/co and 10.05 s/co. No adverse impact on patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, design history record (DHR) review and a review of labeling. Return material not available from the customer. Sensitivity testing was performed with file kit material. The testing was completed using lot 78531li00. The testing met the acceptance requirements which indicated that the lot was performing as expected. Additionally, commercially available sero-conversion panels were tested. The complaint lot detected the same bleeds of the seroconversion panels as reactive with comparable s/co values as generated by the panel vendor. Based on these data it was shown that the sensitivity performance is not adversely affected. Tracking and trending did not identify an adverse trend or any atypical complaint activity. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect anti-hbc ii assay, list number 08l44, lot 78531li00 was not identified.